Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had alert 01 (patient line open) and alert 02 (low flow), device primes and then had no flow. Patient temperature was 36.8c, target temperature was 36c, water temperature was 8.1c. Nurse had ice packs in place per protocol until cooling begins with arctic sun. Mis walked caller through stopping therapy, emptying and disconnecting pads, reconnecting with proper technique. While waiting for pads to empty, mis had check probe and fill tube placement. The fill tube was in the right biomed drain port. Nurse tried to restart therapy and there was still no flow. System diagnostics were checked, patient temperature (pt1) was 36.8c, outlet monitor temperature (t1) was 7.7c, outlet control temperature (t2) was 7.6c, inlet temperature (t3) was 24.3c, chiller temperature (t4) was 4.9c, inlet pressure was 0, circulation pump command was 100, mixed pump command was 0, heater command was 0, water reservoir level was 5, system hour was 2859, pump hour was 2529. Nurse stated that the pads were recently placed and the patient had not been moved since applied. They would find another device and try the current pads with the new device. If they had additional issues (no flow) they would call back for further troubleshooting including pad check.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined as the reported issue could not be duplicated during evaluation. As the reported event was unconfirmed a device history record review was not required. As the reported event was unconfirmed labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had alert 01 (patient line open) and alert 02 (low flow), device primes and then had no flow. Patient temperature was 36.8c, target temperature was 36c, water temperature was 8.1c. Nurse had ice packs in place per protocol until cooling begins with arctic sun. Mis walked caller through stopping therapy, emptying and disconnecting pads, reconnecting with proper technique. While waiting for pads to empty, mis had check probe and fill tube placement. The fill tube was in the right biomed drain port. Nurse tried to restart therapy and there was still no flow. System diagnostics were checked, patient temperature (pt1) was 36.8c, outlet monitor temperature (t1) was 7.7c, outlet control temperature (t2) was 7.6c, inlet temperature (t3) was 24.3c, chiller temperature (t4) was 4.9c, inlet pressure was 0, circulation pump command was 100, mixed pump command was 0, heater command was 0, water reservoir level was 5, system hour was 2859, pump hour was 2529. Nurse stated that the pads were recently placed and the patient had not been moved since applied. They would find another device and try the current pads with the new device. If they had additional issues (no flow) they would call back for further troubleshooting including pad check. Per phone follow-up on 01feb2023, nurse stated that no patient injuries, patient completed therapy on a different device. They had no further information. Device was sent to biomed, an estimate had been sent to customer for assessment. If device was received record would be updated.